Event description:
It was reported that one day post implant, the atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).